Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The screwdriver shaft was checked for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. Our visual and investigations have shown that the tip is broken off due to mechanical overloading situation during use. No product fault detected. As no manufacturing related conditions were found we have to assume that too much applied mechanical force while tightening caused the breakage. The investigation determined this complaint to be invalid.

Event description:
The driver tip is broke during use. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6).

Event description:
It was reported that on (B)(6) 2012, during a posterior spinal fusion to the spondylolisthesis for l3-l5 the tip of the instrument broke. The doctor intended compression for the entire spinal bodies on l4 as an axis and loosened l5 left fixation by t25 straight handle and counter. However, the fixation did not loosen. The doctor tried one more time to loosen using the t-latchet handle, the screw drive shaft, and the counter but l5 did not loosen. The doctor discovered that the tip of the screw drive shaft t25 was broken. The patient received a proper anterior curvature, the doctor finalized the operation. It was confirmed by x-ray that there was no fragment left in the patient. This is 1 of 1 report for complaint (B)(4).